Event description:
Medtronic received information that a ballon hyperglide was inflated pre op, but no occlusion is generated, so it loses contrast. After, a 4x10 hyperglide is used without complications. No symptoms were reported. Additional information received reported that the guidewire tip was advanced out of the catheter tip about 5-6mm during inflation. The guidewire tip was not shaped, and a 50/50 contrast was used. Contrast was observed to lead during the inflation attempt. No kinks were observed to the catheter. A steady injection rate was used.

Manufacturer narrative:
The hyperglide occlusion balloon catheter and the x-pedion 10 guidewire were returned for analysis. No damages or irregularities were found with the hyperglide hub. No bends or kinks were found with the hyperglide catheter body. Upon visual inspection, no damages or irregularities were found with the hyperglide balloon distal tip. Under magnification, a tear was found on the balloon. No damage was found with the returned guidewire. The returned x-pedion 10 guidewire was then advanced past the tip and the balloon was inflated. A leak/tear was found on the balloon. Based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during set up¿ was confirmed as a tear was found on the balloon. However, the cause of the tear could not be determined. It is possible that the balloon was overinflated causing the tear to occur. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.